Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience electrical stimulation. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.